Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure exact date is unknown however, approximately two weeks prior to the event date. According to the complainant, post procedure on (B)(6), 2010, the cap did not have a tight fit to the button device; it was too loose. The procedure was completed a new button replacement gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure exact date is unknown however, approximately two weeks prior to the event date. According to the complainant, post procedure on (B)(6), 2010, the cap did not have a tight fit to the button device; it was too loose. The procedure was completed a new button replacement gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation showed the device was found to have an unknown oily residue which easily transferred to gloves and equipment. The flange plug outer diameter and the inner diameter of the button body shaft were measured and found to be within specifications. A functional evaluation of the device was performed by inserting the plug into button shaft. The plug slid in and out of the shaft with little resistance. The returned unit was consistent with the complaint incident that the device plug was loose. The extreme slickness of the residue covering the device prevented proper friction fit of the two silicone surfaces allowing the plug to slide in and out of the shaft with little resistance. The residue was not applied in the manufacturing process and appears to have been added to the device during use. Therefore, the most probable root cause is operational context.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.